Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument articulating wrist does not function. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the functional test failure-imprecise motion to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The root cause is not determinable/applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and initial findings were confirmed. The instrument was placed on an in-house system and the instrument was confirmed to exhibit imprecise motion. The instrument tips moved in the expected direction, however there was a lag in the pitch direction. The grips opened and closed intuitively and did not exhibit imprecise motion. The housing was removed and it was observed that the pitch cables were loose at the proximal end. There was significant slack when the cables were depress with an engineering tool. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to cables loosening. The loose pitch cable would have caused the imprecise motion observed. The root cause of this failure is attributed to a component failure and attributed to a loss of tension in the cables. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.